Event description:
New information received notes that an overcurrent detection alert for the right ventricular (rv) lead was triggered. A high voltage shock vector had previously been deactivated due to low defibrillation impedance; however, the alternate vector was able to successfully deliver shock. No further interventions or patient symptoms were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, the right ventricular lead exhibited low impedance. Programming change was made. The patient was stable before, during and after the event.